Event description:
Stent fracture. The report received from the pt, indicated that during the index procedure, in 2007, the pt received two cypher stents a 2.50 x 28 mm and a 3.50 x 13 mm. A few months later, the pt suffered an "angina attack" and was admitted to the hosp. At the time, the pt was informed that placement of third cypher stent was required due to the original two cypher stents "being separated and not overlapped"; therefore, a third cypher stent was placed, an increased dosage of metoprolol was administered and the event was resolved. Later, during a follow up appointment with the cardiologist, the pt was informed that the two cypher stents were not separated but instead the 2.50 x 28 mm cypher stent had been found fractured.

Manufacturer narrative:
The product is not available for eval, as it remains implanted. Additional info has been requested and will be submitted within 30 days upon receipt.